Event description:
It was reported that this patient underwent a system revision due to infection and sepsis. A physician attempted to reposition the system from the patient's left side of the chest to the right side. During the revision, the implanted leads were surgically abandoned and this pacemaker was extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned. No further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a system revision due to infection and sepsis. A physician attempted to reposition the system from the patient's left side of the chest to the right side. During the revision, the implanted leads were surgically abandoned and this pacemaker was extracted. No additional adverse patient effects were reported.